Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corner, minor scratches on the display window, protruded and loose drive support disk and a missing end cap sticker. No crack was noted on the battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's blood glucose was unknown. It was reported that the customer's insulin pump had a crack in the casing. The customer stated that the insulin pump was not bumped or dropped. The customer stated that the crack was at the battery compartment and that the drive support cap did appear to be damaged. The customer stated that the drive support cap was sticking out. The customer was unaware of how the damage occurred. Advised that a replacement insulin pump would be sent. Asked customer to return the insulin pump for analysis. Nothing further reported.